Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the cable assembly was damaged with a metal connector broken off at the end of the cable.

Event description:
The consumer reported that their charging cord broke off. The desktop charger also had a broken connector pin. The desktop connector pin broke on (B)(6) 2015. The patient was sent a replacement desktop charger the next day so they were only without the use of the stimulator for one day. The patient was indicated for non-malignant pain.